Event description:
Adverse event(s): "no pt harm/injury." (No consequences or impact to pt). Product problem(s): "system message displayed." (Device displays error message). A biomedical engineer reported a system message was displayed during a case. The system was rebooted multiple times to clear the message. The message was cleared and the case was completed. There was a reported delay in the case of 15-20 mins. There was no pt injury reported.

Manufacturer narrative:
A company svc rep examined the system and verified the error codes received. The photo-sensor assembly was adjusted for free movement from port 1 to port 2. The system was then tested and met all product specifications. (B)(4).